Event description:
The reporter stated the surgeon implanted an aa4203 silicone plate lens in 1995. The patient had yag procedure performed 10 months later. On a recent follow up visit, the surgeon observed cloudiness in the center of the lens optic. The patient is not having any vision problems. The lens remains implanted. Additional information has been requested from the facility, but none has been forthcoming. A supplemental medwatch will be sent if additional information becomes available.